Manufacturer narrative:
The insulin pump was monitored with multiple basal rate. All operating currents were normal. No black or blank display noted. However, moisture damage was found on electronic assembly. Moisture damage was found on motor assembly. The insulin pump received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube and cracked battery tube threads.

Event description:
It was reported that the insulin pump had a blank screen immediately after being exposed to moisture. The blood glucose reading was 184. The customer stated that she replaced the battery the night before but everything had been fine at the time. She also observed that there were two cracks in the device due to the customer sleeping on it. She reported that she wears the insulin pump in her bra all the time, and it had been exposed to moisture from sweat. The device was vibrating without an alarm or alert. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.